Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2013. Between (B)(6) 2013 and (B)(6) 2013 there were multiple manual power ups mainly of ten minute duration. During initial testing of the device, the device showed no sign of power-up and there was no response from the status led. Investigation did not confirm a fault with the device or any component of the device. Although in this event there was no fault measured on the membrane it is probable that damge has been caused to the membrane, which affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The returned pad-pak from lot b0101 was found to have fully depleted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and the status indicators are flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.